Event description:
The customer reported that the sensor was not functioning properly. The customer also reported that the transmitter was not functioning properly. Customer stated that paramedics recently responded to her home due to a blood glucose level of 20 mg/dl. The customer was advised that the sensor and transmitter would be replaced, and will return the transmitter for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.